Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a52, 13 with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia and loss of consciousness and was unable to self-treat. The customer received treatment of oral glucose and ¿glucoject¿ provided by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint using a similar device configuration (samsung galaxy a52, android 13, 2.8.4.9335) and successfully scan and receive glucose readings. The user complaint could not be replicated. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung galaxy a52, 13 with android operating system version 13 and app version 2.8.4.9335. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced hypoglycemia and loss of consciousness and was unable to self-treat. The customer received treatment of oral glucose and ¿glucoject¿ provided by third-party. There was no report of death or permanent impairment associated with this event.